Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 physical sample submitted for evaluation. Upon visual inspection of the sample it was determined that the product is a non-bd device, therefore, the reported issue of leakage was not confirmed upon inspection of the samples. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd connecta plus3 10cm white leaked. Date of occurrence: 23/08/2024. Incident description: on (B)(6) 2024, in the hepatic surgery continuous care department, a leak was observed below the 3-way valve. Valve. This leak could have exposed the patient to a risk of gas embolism as well as an infectious risk, in addition to the risk of an accident with exposure to blood. This was the second incident reported concerning this reference in in 2024 ((B)(4)). This reference is a replacement for the device prolongateur pvc l10cm di3mm+rob3v. Lipidprolongateur pvc l10cm di3mm+rob3v lipid ref di103vg from the same supplier, which has been discontinued. Discontinued. It is now replaced by the device prolongateur pvc di2,5mm l13,5cm+rob3v lipidoresisant + ll bag fixe ss dehp ref ps3301 from cair. Patient information: patient's current condition: however, no clinical consequences have been observed in the 70-year-old patient. Actions taken in the care facility to manage the patient: dm available for expertise.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 physical sample submitted for evaluation. Upon visual inspection of the sample it was determined that the product is a non-bd device, therefore, the reported issue of leakage was not confirmed upon inspection of the samples. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.